Event description:
It was reported that this device was explanted due to an error code. The device has been implanted greater than six years. The device was successfully replaced with another. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide additional information that the error codes were for battery depletion (bd code) and a long charge (lc code).

Event description:
This supplemental report is being filed to provide additional information that the error codes were for battery depletion (bd code) and a long charge (lc code). It was reported that this device was explanted due to an error code. The device has been implanted greater than six years. The device was successfully replaced with another. There were no additional adverse patient effects.